Event description:
Sorin group (B)(4) received a report that the flow rates indicated on the scp seem to be lower than the actual flow rate. Thee was no report of pt injury.

Manufacturer narrative:
The serial number is unk and therefore the MFR date is unk. Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be filed when the investigation is complete.